Manufacturer narrative:
The fse found a loose piston on the probe wipe to be loose causing misalignment and leaking. The piston was tightened to resolve the reported issue. The fse also replaced the tubing through pinch valve vl46a, which was found with a pinhole. (B)(4).

Event description:
The customer reported a leak of brown fluid, approximately less than 50 ml from the coulter lh 750 hematology analyzer. The fluid dripped out onto the countertop. The leak was observed during a quality control (qc) run and the differential results were flagged with an "r" message. Patient results were not impacted. The customer was not able to identify the source of the leak. The operator was wearing personal protective equipment (ppe) which consisted of gloves, laboratory coat, and personal eye shield. There was no report of direct contact with the leak. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the analyzer.